Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was reloaded to address the issue. There was no adverse impact to the customer¿s blood glucose level.